Manufacturer narrative:
Other applicable components are : product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-aug-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient presented with continuous pain feeling and redness in the left chest device pocket after additional antibiotics therapy course. The physician determined it was an infection and plans to remove the device and two extensions out of the chest and left neck on (B)(6) 2019. There was no known cause or reason for infection. The issue was not resolved at the time of the report. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep who asked if the tunneler model 3555-60 would work with dbs extensions. It was noted it should work but the hcp would need to pass the tail end through the tunneler rather than pulling the lead/extension end through the tunneler. It was stated that this would be off-label since the 3555-60 is intended for scs.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.